Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump kept alarming no delivery. Customer stated she had previously called and got a replacement device and device is also alarming. Customer wanted to know if there was a recall on the reservoirs or infusion sets. Customer stated she had four boxes of reservoirs with the same low number. The customers' blood glucose was 330 mg/dl. Troubleshooting was performed on the insulin pump and the alarm was resolved when the reservoir was replaced. Customer is returning the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.